Event description:
Customer reported they felt their vaporizer had inaccurate output. There was no reported patient injury. Co's investigation into the reported event is still ongoing. A follow-up report will be issued when the investigation has been completed.